Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter spontaneously fell out. On (B)(6) 2022, the catheter was placed at 9.00 am and it was confirmed to fall out at 13.30 on the same day. When the balloon was checked, there was no water remaining in it. When the water was re-infused to the removed catheter and the catheter was observed, the water was almost found to be gone in about 1 hour. It was stated that the event happened just after placement and there was no rupture or tear in the balloon. It was unknown where the water leaked from because the event could not be reproduced at the facility. No materials were there in contact with the balloon. The patient did not have urine stone. The catheter was not pulled. Per follow up information received via ibc on 22-sep-2022, it were no obvious visible defects in the catheter or balloon.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual: received a 2-way catheter with cut portion of inlet tubing. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Therefore product meets specifications according which states "balloon shall inflate and deflate normally with use of syringe." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the labelling review is not required as the reported event is unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter spontaneously fell out. On 16-sep-2022, the catheter was placed at 9.00 am and it was confirmed to fall out at 13.30 on the same day. When the balloon was checked, there was no water remaining in it. When the water was re-infused to the removed catheter and the catheter was observed, the water was almost found to be gone in about 1 hour. It was stated that the event happened just after placement and there was no rupture or tear in the balloon. It was unknown where the water leaked from because the event could not be reproduced at the facility. No materials were there in contact with the balloon. The patient did not have urine stone. The catheter was not pulled. Per follow up information received via ibc on 22-sep-2022, it were no obvious visible defects in the catheter or balloon.